Event description:
The customer reported to olympus, the gastrointestinal videoscope angulation was defective. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: connecting tube had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additional findings are as follows; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value; adhesive on bending section cover had a chip; adhesive on bending section cover and objective lens had white-clouded area; adhesive around objective lens and light guide lens were peeled; distal end and connecting tube had a dent; connecting tube had a wrinkle; switch box, protector of universal cord on control section side, and universal cord had a scratch; and the paint on suction cylinder was peeled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name:(B)(6) medicine clinic.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a definitive root cause was not established. However, it is possible the device was not reprocessed correctly due to physical damage. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif 1200n series operation manual chapter 3 preparation and inspection. Gif 1200n series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.